Event description:
The user facility reported that the angio-seal did not deploy properly. Customer believes that the footplate was missing. When deploying as intended and physician began to pull device out, the footplate was not intact and whole unit came out of access site. The staff had to hold pressure on the access site and have confirmed that no harm was experienced by the patient. There was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted; d6b: explanted date: device was not explanted; e3: occupation: cath lab nurse manager. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
On 10apr2025 terumo medical received FDA medwatch report # mw5168415.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to sections a2, a3a, a4, a5, a6, b5, g2, h10 and to attach the medwatch report that was received for the reported event.